Manufacturer narrative:
Device was used for treatment, not diagnosis. Verheyden, akhil p. And josten, christoph (2003). Intramedullary fixation of intertrochanteric fractures with the proximal femoral nail (pfn). Orthop traumatol 2003: no. 1: 20-37. This report is for unknown pfn set/unknown quantity/unknown lot. UDI: unknown part number, UDI is unavailable (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received. This report is being filed after the subsequent review of the following literature article: verheyden, akhil p. And josten, christoph (2003). Intramedullary fixation of intertrochanteric fractures with the proximal femoral nail (pfn). Orthop traumatol 2003: no. 1: 20-37. Between january 1, 1996 and march 31, 1999, the synthes proximal femoral nail (pfn) set was used in 231 patients (74.2% women, 25.8 men, average age 78.1 years) to treat inter-and subtrochanteric fractures allowing early weight bearing. This report is for an unknown pfn set and refers to the following: (3) inadequate reductions necessitating a revision. (1) antirotation screw implanted too deeply requiring removal through the fracture gap. (1) wrong placement of distal femoral drill hole. (1) femoral fracture. (14) hematomas or seromas. If the thickness of the fluid collection exceeded 1 cm a revision was done. (3) deep infections which required implant removal. (2) late infections-abscess formation. Unknown number of patients experienced pain. This is report 2 of 3 for (B)(4).